Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the physician that the port was implanted in a female patient with breast cancer in 2006. The patient was recovered and was back to work when a cardiac arrhythmia was detected approximately two weeks ago by a cardiologist at a hospital. An x-ray was performed and the catheter had disconnected from the a-port and was in the patient's heart. At which time the cardiologist was able to remove the catheter by a technique similar to an arteriogram. There were no patient complications from the procedure. Md who originally implanted the port was contacted by the patient and asked to remove the port. The port was explanted in 2008 successfully. The port is being returned for evaluation. There were no patient complications reported.